Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an error message "full battery power may not be available" was displayed. The device was not changed out as the unit was still functioning normally. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This issue is confirmed by data log analysis. The data log revealed the system had previously been run on battery until the batteries were depleted. The batteries were not changed causing the error message. The field service representative (fsr) completed a "new battery" reset and the system operated to manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.